Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the wireless footswitch was not working during a planned non-emergency treatment. The procedure was completed using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The customer tried resetting the wireless footswitch by disconnecting and reconnecting the battery, but the issue was not resolved. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction is scheduled to be implemented on the system. The system is currently being used with a wired footswitch. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not communicating with the base station. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.